Event description:
Patient had an inguinal hernia repair and haemorrhaged on day 4, due to trauma to internal epigastric artery. The rca team is considering whether the product has caused the internal epigastric artery to be torn/worn by the product being in place.

Manufacturer narrative:
The information provided did not report a product catalog number, lot number or any information pertaining to the specific type of hernia repair device used. Available information indicates no device will be returned and/or additional information will be provided. Currently, it is unknown if the device may have caused or contributed to the event based on the information received. No conclusion can be drawn, and this report is completed to the best of our current knowledge.